Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter contacted animas on behalf of her son (the pt) alleging that keypad button presses did not activate desired pump functions. The reporter claimed that the keypad was intermittently not responding to up and down button presses. She also claimed that down arrow button was sticking and pump was slow to respond to other keypad button presses. The reporter denied any physical damage of the keypad.